Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: this is a report about leakage with the use of q-syte. According to the customer's report, while using several syringes for infusion preparation, the hcp connected a syringe properly but saw the fluid leaking from q-syte. The drug used is fentanyl for an anesthetic purpose.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-18. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. Visual inspection of the returned sample found a tear at each end of the septum top disk slit and the septum bottom disk slit. Further inspection also revealed that there was a column tear to the septum column wall near the vent hole. The defect of septum defective/ damaged was confirmed. The unit was then tested for leakage in both the actuated and unactuated positions. No leakage was observed in either position. Although leakage did not occur during the leak test, the presence of the septum damage indicates that the leakage was highly probable, as column tears do create a potential for leakage. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. This type of defect can occur during manufacturing due to misalignment or a damaged part. Quality inspections and preventative maintenance are performed at regular intervals to mitigate the risk from this type of defect. In the user environment, excessive actuations or extraneous force on the septum may also result in tearing of the septum wall. As the device has been opened and used, it could not be determined with certainty whether the defect originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: this is a report about leakage with the use of q-syte. According to the customer's report, while using several syringes for infusion preparation, the hcp connected a syringe properly but saw the fluid leaking from q-syte. The drug used is fentanyl for an anesthetic purpose.